Manufacturer narrative:
The meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra meter was reading inaccurately high. On (B)(6) 2011, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information. The alleged issue began on (B)(6) 2011 at approximately 4pm in the afternoon. The patient tested his blood glucose on the subject meter and received a result of "330 mg/dl" which he felt was higher than normal and retested and received "350 mg/dl" and "410 mg/dl" within a few minutes of one another. The patient informed the mss that he manages his diabetes using an insulin pump with humalog insulin based on his meter readings and carbohydrate intake (1 unit for every 10 carbohydrates). The patient claimed that he increased his insulin dose immediately after he received the alleged high readings by 5-6 units and continued with this increase for the rest of the day. The patient claimed that at approximately 4:30 am the next morning he woke up to test his blood glucose and was experiencing symptoms of "slurred speech, sentences incoherent and slow in responding." The patient tested on the subject meter at 4:35am and received a reading of "85 mg/dl" and based on his symptoms, his spouse felt the reading was high. The patient retested on a backup meter (onetouch ultra) within 1-2 minutes and received a reading of "43 mg/dl." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <= 30 mg/dl. The patient treated himself with juice and something to eat at approximately 4:45am and felt better within minutes. At the time of troubleshooting, the cca noted that the patient did not have control solution at the time to check the subject meter and test strips. It was also noted that the patient did not clean the puncture site prior to testing. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.